Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an open wound and part of the implantable pulse generator (ipg) was exposed. The patients wound was washed out and the ipg was replaced. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.